Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 tissue welder would not turn off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the cold jaw was slightly burnt and the heater was bowed out slightly. A pre-cautery test was performed on the device with a reference power supply and extension cable, and the device was found to shut off when the trigger was released during several device activations. Based upon this electrical performance, the reported failure "device remains activated" is not confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. (B)(4).